Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka.